Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was possibly fractured. The pacing impedance gradually rose to greater than 2000 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.